Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a telephone call from a carefusion clinical operations consultant. "[Name removed] called. He said that he has been working with this account because of some issues they have been having with the infant flow lp disposables. He said he as told they have had nasal septum skin breakdown with the lp nasal prongs on 2 patients. He states he has been in there already for some retraining and there is a rep in there now for hands on training as well. He has offered the carefusion training portal as well and they have pushed that aside. He states he spoke to [name removed] and she has asked him to log the complaint with technical support. He states that he has been in contact with [name removed], neonatal clinical nurse specialist and it has been hard to get information out of her. She will most likely refer us to the safety officer."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information provided by the use facility. (B)(4). Nasal irritation, septal distortion, skin irritation and pressure necrosis are known complications of ncpap therapy and this is mentioned in the carefusion infant flow lp ncpap system instructions for use. As the carefusion infant flow lp ncpap system is relatively new to the market, the user facility's possible lack of experience with this system may have been a contributing factor in the reported event. On (B)(6) 2014 the carefusion clinical operations consultant reported that the user facility agreed to have their staff watch the infant flow lp ncpap system training course video on the carefusion learning portal and follow carefusion recommendations regarding the appropriate use of the carefusion infant flow lp ncpap system.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Associated report, 2021710-2014-00045, catalog number, the original date of awareness on the initial MDR is (B)(6) 2014.

Event description:
This is 2 of 2 report for the same event.